Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cs300 intra-aortic balloon pump (iabp) unit and found that the compressor was due for the 5k hours rebuild. To fix the issue, the fse installed the kit 5000 hr prevent maint (0040-00-0147). The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra aortic balloon pump (iabp) unit displayed a loss of vacuum alarm. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.